Manufacturer narrative:
Battery charger board 1 and battery charger board 2 were returned to the manufacturer for analysis. The reported issue could not be confirmed or replicated with the analysis of the battery charger boards, however both battery charger boards failed visual inspection with leaking capacitors due to wear and/or fatigue stress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that charger board 1 and charger board 2 were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during preventative maintenance that charger 1 and 2 needed to be replaced due to the voltage being too high. There was no patient present.